Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to h.1. Type of reportable event: there are no events associated with this complaint record. Please see MDR 9617229-2022-01412 as the operating record.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2022-01412/(B)(4) as the operating record related to this complaint.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.